Event description:
Boston scientific received information that during a review of the patient's stored episodes, this right ventricular (rv) lead exhibited electromagnetic interference (emi) which caused oversensing in the vt zone and anti-tachycardia pacing (atp) was delivered. The duration of the oversensing is unknown at this time. It was also noted that atrial-tachycardia and fairfield sensing were observed. No adverse patient effects were reported and the rv lead remains in service at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.